Event description:
During the blood salvage procedure, blood leaked from the inlet line to the pump cartridtge connection. Blood leaked onto the machine and the operator was accidentally exposed to the pt's blood loss was approximately 20cc and no intervention was required to compensate for the blood loss. There was no pt injury.